Manufacturer narrative:
(B)(4). Batch # n54v9m. The analysis results found that ec45a device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: sales rep stated that he received the complaint information on the day he submitted the complaint - august 26, 2016. He clarified that the product issue was as follows: both the tyvek and the outer box were punctured compromising the sterility. He is unsure of where this happened.

Event description:
It was reported that during a colon procedure, the packaging was compromised so the product was never delivered to the sterile field. Another like device was used to complete the procedure. There were no adverse consequences for the patient.